Event description:
The distributor confirmed on site that an alarm was sounding. The message "to perform a test, remove the battery and..." Was played. There is no indication of negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).